Event description:
The consumer's daughter reported, since her mother's cataract extraction and intraocular lens (iol) implant surgery one year ago [unilateral], her mother sees flickering lights temporarily off and on all day. The symptoms start early in the morning even before she opens her eyes all the way. The mother's eyes have become sensitive to light since her surgery. Additional information was received from the surgeon. The surgeon reported, the patient's symptoms do not appear to be dysphotopsia or ocular migraine in nature, and there has been no retinal pathology noted in this patient. He has referred her to a neuro ophthalmologist for evaluation. The cause of the event is not known. The surgeon is not blaming the iol. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other complaints in the lot. Additional information was requested on 09/13/2007, 09/18/2007 (twice), 09/21/2007, 09/27/2007 (twice). Additional information was received.